Event description:
The event involved a plum 360 driver new where it was reported when plugging in the outlet, a valve incident occurred, and the plug sparked. There was no patient involvement, no human harm and no delay in therapy reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Unable to verify or replicate the complaint of sparks coming from the power plug. However, there were 2 parts that are not OEM, and a question about the mech. Going to tsm with an email asking for an enhanced fee. On 06/04/2025, enhanced fee has been received. Replaced power cord as a precaution for sparking at the power plug. Visual inspection reveals non-OEM rear cover, fluid shield. Replaced rear cover, fluid shield. Probable cause was the rear cover and fluid shield were non-OEM. Found physical damage to ce cover, cpu/mech cable, power cord. Replaced the ce cover, cpu/mech cable power cord. Probable cause was damage to the ce cover, cpu/mech cable and power cord. Pump was received with a vision ICU battery.